Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that a reset was performed and about 45 minutes later, the patient¿s device responded. A couple of hours later the patient was on her way home. The problem was resolved.

Event description:
It was reported the patient had stopped using their implantable neurostimulator (ins) because they had an increase in recharge frequency and the device did not seem to be holding a charge for very long. They tried to charge every day and then ¿it just stopped¿ and would not recharge. They went a couple weeks without it but realized they needed it. They were then unable to adjust stimulation, were seeing the poor communication and reposition antenna screens, and an over discharge was suspected. The patient still had concerns with their device or therapy however had scheduled an appointment on (B)(6) 2015 to meet with their health care provider (hcp) or manufacturer representative. No cause, interventions, or outcome were provided regarding this event however additional information has been requested and if received a follow-up report will be sent.